Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an error 1000 "defib failure - biphasic processor". There was no adverse patient impact reported.

Manufacturer narrative:
.